Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the decision for impella 5.5 placement was made as a bridge to left ventricle assisted device. However, during insertion, it was noted that once into brachiocephalic, significant difficulty in getting wire down the ascending aorta due to tortuous vasculature. Left ventricle ultimately accessed. Decision made to utilize a buddy wire due to difficulty with anatomy. Impella primed and backloaded over a .025 plat plus wire. Also coated with rotaglide. Impella advanced into subclavian, and initially unable to pass suspected calcium. Multiple attempts made to advance impella, but unable to pass. Impella removed and heavily irrigated. Multiple dilators inserted through anatomy to dilated the vessel and suspected area of stenosis. Impella coated in rotaglide and attempted insertion. Impella made it to the level of the distal edge of the medtronic tavr valve. Despite seeing the wire through the center of the valve, impella stuck on distal edge of valve struts. Impella removed and catheter noted to be kinked due to attempted insertion, decision made to attempt final time with a second pump.

Manufacturer narrative:
The investigation was completed. Complaint device not returned for analyzing. Clinical states initially unable to deliver pump due to suspected calcification and tortuosity. Multiple dilators used, pump coated, and able to make it to distal edge of patient's tavr valve. Pump got stuck on distal edge of valve struts. Catheter kink observed once pump was removed and second pump attempted. Delivery issue: the cause of delivery issue most likely was patient condition related due to tortuous vasculature and patient's tavr valve. Catheter kink: the cause of the catheter kink was most likely patient condition related due to tortuous vasculature and patient's tavr valve. Device history review was completed and passed all post sterile inspection checks.

Manufacturer narrative:
The investigation for the reported delivery issue and catheter kink has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of delivery issue and catheter kink most likely was patient condition related due to tortuous vasculature and patient's transcatheter aortic valve replacement valve.